Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for eval. The root cause of the broken screw is undetermined. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. The broken screw presents no risk of injury or death to the pt and was left in place. Sign fracture care intl continues to monitor these events as part of our post market activities.

Event description:
It was reported on (B)(6) 2015 that a sign im nail implant to repair a fractured left femur was shown to have a broken screw that was identified in a f/u visit.